Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed atrial signals in the in the left ventricular (lv) channel and as a result inhibited pacing. Technical services (ts) was contacted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.